Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however the patient effects and treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional heart catheterization. Reportedly, the device was deployed and the knot was tightened. Immediately, a large hematoma was observed at the access site. Manual arterial compression and a femostop device were used to treat the hematoma and achieve hemostasis. Fentanyl was given. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure due to the treatment for the hematoma. No additional information was provided.